Manufacturer narrative:
(B)(4). The event occurred on an unspecified date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The patient was hospitalized for an unrelated indication. While hospitalized, the breach in aseptic technique occurred. The breach in aseptic technique was further described as the unspecified hospital trainee performing the pd set up did not wash their hands, wear a mask, or scrub the connectors. The patient was treated with oral diflucan one pill per day for ten to twelve days (dose not reported) for peritonitis. On an unknown date, the patient's pd catheter was removed and the patient was switched to hemodialysis. The patient is expected to have a new catheter placed and restart pd therapy at the beginning of next year. At the time of this report, the patient had recovered. On an unknown date, the hospital staff was retrained on proper aseptic technique. No additional information is available.